Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was rubbing her skin raw. The patient reported the irritation was bleeding. There was no alleged device malfunction contributing to the irritation. The patient's doctor treated the irritation with interdry and steri pads. Follow up indicated the irritation improved.